Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (will not baseline) has been confirmed. Upon inspection, the belt was found to have damaged cable. The cable running from ECG b to distribution node was found to be pinched under the dn screw. The internal short caused the check belt messages. The root cause of the shorted line cannot be positively identified. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's nurse contacted zoll lifecor customer support svc to report that the device keeps alarming him to adjust the belt. The pt was provided with a replacement electrode belt.